Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal-superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 10 atmospheres. The device was removed without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.